Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12j03034 and no exceptions were observed that were related to the reported condition. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with therapy for peritoneal dialysis (pd). Action taken with therapy was not reported. The patient experienced cloudy effluent and malaise as a result of the peritonitis. The cause of the peritonitis was unknown. The patient was treated with vancomycin and cefepime for the peritonitis. At the time of this report, the patient was recovering from the peritonitis and antibiotic therapy was ongoing. The outcomes of cloudy effluent and malaise were not reported. It was also reported that the patient had gone to the hospital to undergo heart defibrillator placement and shortly after being discharged, the patient experienced a rash on their leg. The rash was treated with vancomycin and the patient recovered after the first dose of antibiotic. The cause of the rash was unknown.

Manufacturer narrative:
(B)(4). Should relevant additional information become available, a follow-up report will be submitted.